Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 535 (mg/dl). Customer changed infusion site and later reverted to insulin injections for diabetes management. Reportedly, customer's bg levels remained elevated and customer was admitted to the hospital on (B)(6) 2016. While in the hospital, customer was treated with an IV; however, customer could not remember what was in the IV that they were treated with. Customer was released from the hospital on (B)(6) 2016 with a bg level in the 200s and remained on insulin injections for diabetes management. Customer reported that they will contact tandem technical support when they are ready to reinstate use of the pump.